Event description:
It was reported to philips that the system gave an alert indicating the image disk was full, preventing imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a diagnosis for a coronary procedure. The procedure was completed by moving the patient to an alternate room. The philips field service engineer (fse) inspected the system onsite and confirmed that the image disk was full, which was preventing cine runs. Analysis of the log file showed a malfunctioning frontal ip-pc, which confirmed the reported malfunction. Upon troubleshooting, the fse performed image drive diagnostics and reimaged the drive. Several test runs were executed and saved successfully on the system. Cine runs were replayed without any issues. But there were two recurrences of reported malfunction. To resolve the issue, the fse replaced the image drive on the ippc and replaced and installed the storage hard drives. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.